Manufacturer narrative:
Exact date unknown, event occurred approximately six to seven weeks from (B)(6) 2021.

Event description:
It was reported that the patient was experiencing inadequate pain relief and the ipg could no longer be charged. A reprogramming was done by the bsn representative but the issue was still not resolved. The patient underwent an ipg replacement procedure. The explanted ipg was discarded.